Manufacturer narrative:
The device was not returned for evaluation. No relevant photographs, videos, or imagery were provided for this event.   A device history records (DHR) review was performed and did not reveal any manufacturing non-conformance issues that may have contributed to the complaint event.   A lot history was performed and revealed no other similar complaints for the reported difficulty with valve alignment and deployment difficulty.   As the reported difficulty with valve alignment and deployment difficulty were unable to be confirmed, a complaint history review is not required.   Instructions for use (IFU), preparation training manual and procedural training manual were reviewed for instructions/guidance on device preparation/usage. Valve delivery: use the fine adjustment wheel to position the thv between the valve alignment markers. Caution: do not turn the fine adjustment wheel if the balloon lock is not engaged. Warning: do not position the valve past the distal valve alignment marker. This will prevent proper deployment. Caution: maintain guidewire position during valve alignment. Warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Advanced the catheter and use the flex wheel, if needed, and cross the valve. Note: verify the orientation of the edwards logo to ensure proper articulation. The delivery system articulates in a direction opposite from the flush port. Disengage balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Verify the correct position of the valve with respect to the target location. As necessary, utilize the flex wheel to adjust the co-axiality of the valve and fine adjustment wheel to adjust the position of the valve.  Before deployment, ensure that that valve is correct positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin valve deployment: unlock the inflation device provided by edwards lifesciences. Begin rapid pacing; once systolic blood pressure has decreased to 50mmhg or below, balloon inflation can commence. Deploy the valve by inflating the balloon with the entire volume in the inflation device provided by edwards lifesciences, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated, turn off the pacemaker. Based on the review of the IFU and training manual, no deficiencies were identified.   During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints.     The reported difficulty with valve alignment and deployment difficulty were unable to be confirmed due to the unavailability of the device or relevant imagery. No manufacturing non-conformance could be determined due to unavailability of the device for evaluation. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing nonconformance contributed to the complaint event. Additionally, a review of the IFU and training manuals revealed no deficiencies. As mentioned in the description ¿there was difficulty when aligning the balloon into valve. Seemed like there was a little air/contrast still in balloon.¿ it is possible that the residual fluid caused the difficulties noted with valve alignment as residual fluid can alter the balloon profile. A larger balloon profile can make more difficulty for the valve to advance further on the balloon in achieving final alignment position. Such issues were noted in a notebook study, see attachment 1. Consequently, it is possible that due to the valve alignment difficulties, the thv was not positioned properly on the inflation balloon (valve positioned more proximally due to valve alignment not fully achieved) causing uneven balloon inflation during valve deployment. However, without further information (relevant imagery), a definite root cause is unable to be determined at this time, available information suggests that procedural (residual fluid/improper valve alignment) factors may have contributed to complaint events.     A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    Since no edwards defect was identified, no corrective or preventative actions are required.   Since no manufacturing non-conformances or IFU/training manual deficiencies were identified, no escalation to a product risk assessment (pra) was required.

Manufacturer narrative:
UDI (B)(4) investigation is underway.

Event description:
As reported by an edwards field clinical specialist, regarding a 26mm sapien 3 valve in the aortic position via transfemoral approach with a 26mm commander delivery system and 14f esheath, first valve deployed in descending aorta due to valve embolization due to the balloon was not centered during  valve alignment. The valve alignment was done in a straight section of descending aorta.  The system moved into valve alignment position during prep and worked normally.  There was difficulty when aligning the balloon into valve.  It appeared that there was air/contrast still in the balloon, and a syringe connected to a 3-way stopcock was used to pull negative to remove the air/contrast.  The operators adjusted the balloon alignment, and this appeared to be acceptable to deliver system to the annulus.  The operators started to deploy the valve, and the distal part of the balloon opened before the rest of the balloon, resulting with the valve embolizing into aorta. The balloon was deflated, and the valve was brought to the descending aorta. The valve was deployed distal to renal arteries without any issues. Another system was prepped and delivered it without any issues.  Patient did well.  The patient is stable.